Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported mobility and no osseointegration.

Event description:
Mobility was reported. Time of loss in relation to the implantation was before prosthetic restoration. Time of loss at the time of implant failure type ii. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.